Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the right fossa component was removed due to heterotopic bone.

Manufacturer narrative:
The reported event has been confirmed, with the surgeon providing images that clearly show the removal of the right fossa component and the implanted stock devices due to heterotopic bone formation. Additionally, the surgeon plans to revise the left tmj devices, which are being addressed under ID# 2402231012. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported that the right fossa component was removed due to heterotopic bone.